Manufacturer narrative:
One 2.0 minitac ti with needles was returned for evaluation. The anchor was not returned for examination. Visual assessment confirmed the reported complaint of suture breakage. Both legs of suture are broken mid-point of their length. The broken ends are twisted and heavily frayed. Examination of the inserter showed no damage. It appears that the inserter likely disengaged from the anchor during insertion pinching off the suture ultimately causing it to break. No root cause found after sample evaluation. A review of the complaint database confirmed this failure mode to be isolated in nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a finger extensor tendon ligament repair the suture of the mnitac broke when the shaft was inserted. The anchor and suture was completely removed from the patient. A backup device was inserted into the same bone hole to complete the procedure. No patient injury or complications were reported.